Manufacturer narrative:
(B)(4). Operator of device corrected.

Event description:
Related manufacturer reference number: 1627487-2019-13348. It was reported that the patient experienced autoreducing due to a lead fracture. As a result the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced autoreducing due to lead damage. X-rays confirmed lead damage. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.